Event description:
Approximately four years post cypher stent implant, the patient was hospitalized for stable angina class ii. During this hospitalization, a denovo lesion at the mid lad was treated and the obtuse marginal of circumflex was revascularized due to restenosis confirmed on angiogram results. To treat the restenotic lesion a guide wire was placed downstream of the distal lad. Balloon angioplasty was performed using a 2.5x12mm maverick balloon at level of the mid lad for pre-dilatation of the lesion; inflation time was 15 seconds at 6 atms. A 2.75x13mm cypher select was implanted in the mid lad. After final control angiography, the mid lad had no significant restenosis. There was no dissection, or thrombus with normal timi flow of iii. There was also no spasm during procedure. To treat the second lesion, a guide wire was positioned at first diagonal. A guide wire was positioned downstream of distal circumflex. A cypher select 3.0x8mm was implanted at the first marginal without predilatation. A second inflation was conducted at 14 atm for 30 seconds. Kissing technique was performed with a 2.5x12mm maverick positioned in distal part of proximal circumflex at 4 atms for 15 seconds and a 3.0x9mm maverick balloon positioned at level of first marginal at 10 atms for 15 seconds. After final angiogram control, the first marginal shows no significant lesion, no visible dissection, no thrombus, and a normal timi flow of iii.

Manufacturer narrative:
This patient was randomized to the clinical study in 2003. The indication for the index procedure is unknown. At index procedure, the patient received three cypher select plus stents. The first 3.0x13mm cypher stent was implanted in the mid left anterior descending (lad) at 18atms via direct stenting. The second 2.50x18mm cypher stent was deployed at 8 atms via direct stenting in the second diagonal. The third and last 3.0x18mm cypher stent was implanted at obtuse marginal all three with satisfactory results. Post procedure cardiac enzymes were reported as normal. Coronarography results of 2007 indicated that the left main was normal without stenosis. The mid lad had severe stenosis (70-90%); the distal lad was without disease. And no restenosis was noted at the stent level in the first diagonal. Timi flow was iii. The circumflex was normal size, however, the first diagonal shows a severe restenosis (70-90%) at the upstream of implanted stent with a normal timi flow of iii. The proximal rca showed a non-significant inferior lesion of 30%. The distal rca dist also showed a non-significant inferior lesion with 30% stenosis. Timi flow was iii. Please note: device is distributed outside the united states. However, it is similar to the united states product. This is one of two products being reported for the same event. Please reference manufacturing reports #:9616099-2007-02462 and 9616099-2007-02463. This product remains implanted in the patient thus not available for evaluation. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Any additional information will be submitted within 30 days of receipt.